Event description:
The duett was deployed following an interventional procedure, via a 7 fr sheath in the left common femoral artery. Several deployment steps were not completed as directed in the instructions for use including: review of a pre-deployment femoral angiogram, withdrawal of the introducer sheath and device position for delivery of procoagulant. Upon reaching second resistance the device came out of the site before the procoagulant was delivered. The patient subseqeuntly experienced a large hematoma. Treatment consisted of manual compression and femostop. The treatment was successful and the event was resolved.